Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose (bg) levels (200-300 mg/dl) and a correction bolus was delivered to reduce the bg level. Tandem customer technical support (cts) reviewed the pump data and found that on (B)(6) 2017, the customer had received multiple occlusion alarms. The customer reverted to using another tandem pump to manage diabetes. As the occlusions had occurred in the past, troubleshooting could not be performed. Cts discussed the pump loading process and air removal techniques.